Manufacturer narrative:
The plant investigation is in process. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
A biomedical engineer (biomed) at a user facility reported that the fresenius 2008t hemodialysis (hd) machine had a power plug that was internally burned. This was observed during preventative maintenance. A patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this event. There was no burning smell, smoke, spark or flame observed. The machine had approximately 4788 hours. The plug was the original part on the machine. The machine is plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet. The plug was replaced to resolve the issue and then the machine was returned to service at the user facility. The plug was stated to be available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Device evaluation: the power supply cord and plug assembly was returned to the manufacturer for analysis. A visual examination was performed on the cord and plug which revealed signs of heat damage inside the plastic molding and arcing and pitting on both sides of the prong (hot terminal side) of the plug. There was no damage observed on the neural and ground terminals of the plug and no discrepancies found on the cable (cord). A functional test was performed by installing the received cord and plug into a working unit. The plug was found to fit tightly into an outlet which could not easily be unplugged. The test unit powered on without any alarms or failures. The test unit was able to run in dialysis mode and complete the self-test program without any failures and without causing any further damages to the plug. Functional testing for continuity and resistance was performed on the plug. The resistance was measured between the three wires (hot, neutral, and ground) and the continuity was measured from the prongs to the end of the wires. Each wire of the cord found no discrepancies. All three wires had continuity at 0.2 ohms from end to end and the resistance was open, as expected. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances or any associated rework during the manufacturing process which could be associated with the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the complaint was able to confirm the reported event. A visual examination of the power supply cord and plug assembly confirmed that the part sustained heat damage. Therefore, the complaint has been deemed confirmed.